Event description:
It was reported that during the implant procedure, the physician noticed that the lead insulation had "bunched up" at one point while advancing the lead. The physician had not encountered this phenomenon before. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).